Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). During visual inspection of the ventilator it was revealed that liquid spilled on a unit and entered the ventilator. It remains unknown how the liquid spill entered the ventilator or what kind of liquid spill it was. According to received information, liquid presence was noticed by the technician on the monitoring printed circuit board (pcb). The pcb was cleaned to resolve the issue. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to liquid presence on monitoring printed circuit board. The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was revealed that the monitoring printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).